Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd 3ml syringe slip tip with bd precisionglide¿ needle the needle fell off because of the packaging. The following information was provided by the initial reporter: the sterile packaging in the box cannot be tightly sealed, causing the needle to fall off. Incident occur : before use.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 19-jul-2022 h6: investigation summary two photos and 305 samples were received by our quality team for evaluation. From the returned photos, no damage on the product or packaging was observed. From the photos, the team is only able to observe a top web view of the unit package and is unable to determine a sealing issue. The returned samples are subjected to visual inspection. The team observed 51 of 305 samples with an overcut package. The overcut is observed on every 2nd unit of blister and caused the unit package open with sealing the syringe can easily fall off from the package. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The team has investigated different sections of machine and matched a potential area which could lead to the reported package overcut. There are perforation knives located at the primary packaging machine, which are used to perforate packaged syringe into blister units. The perforation knife holder holds the perforation knife / blade at the station location in order to ensure an even blister unit cut and fulfill the sealing requirements. It has been reported that the production technician detected perforation overcut during the production run. The root cause was due to the perforation holder screw having worn off and it being unable to hold the knife / blade in place.

Event description:
It was reported while using bd 3ml syringe slip tip with bd precisionglide¿ needle the needle fell off because of the packaging. The following information was provided by the initial reporter: the sterile packaging in the box cannot be tightly sealed, causing the needle to fall off. Incident occur : before use.